Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, no evidence of stripped or damaged cap threads were found. The battery cap was able to fully tighten to the test pump until the o-ring was fully seated. No cap defects were found.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged the battery compartment cap was unable to be secured to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.